Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report from (B)(6) indicated pt implanted on (B)(6) 2010 returned to operating room for a scheduled pfna blade removal. During the surgery part of the pfna pulled out and the other half remains in the pt. Surgeon tried to remove the other part of the blade without success. Surgeon will re-schedule to attempt to remove the half reaming in the pt.

Manufacturer narrative:
Device is not distributed in the united states.

Manufacturer narrative:
The measurable dimensions of the broken device was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard.